Manufacturer narrative:
(B)(4).

Event description:
A patient with a history of reoccurring ventricular fibrillation (vf) was implanted with an ICD. The day following implant, the device did not delivery therapy during a heart rate drop and was found in back-mode. Interrogation revealed the device had delivered numerous shocks due to the reoccurring vf and technical support recommended the device be replaced due to device timeout. The device was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The device was returned for reset and inadequate high voltage (hv) output. The reported events were confirmed by analysis. A longevity calculation was performed, and the device was within expected longevity performance. The device image reset log was reviewed and a u4 anomaly was observed. High voltage output was tested on the bench and was normal. The high voltage output anomaly observed in the field was not reproducible. The cause of the reset was a u4 integrated circuit anomaly. The cause of the inadequate hv output remains undetermined.